Event description:
It was reported that a line blocked alarm with messaging to check for kinks was observed during use of the infusion set, although no kinks were identified. The infusion set was replaced, which resolved the issue. If the issue were to recur, it could result in interruption of therapy. There was patient involvement with no reported patient harm.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.